Event description:
The recipient reportedly experienced a skin flap infection. The recipient was recommended non-use of the device. The recipient was prescribed mupirocin 2% for 4 times a day for 2-3 days and 1 time a day thereafter. The recipient's implant site is well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The recipient's site has reportedly healed. This is the final report.